Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer ((B)(4)), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not returned for evaluation, however, the production history files were reviewed, indicating that the device was released according to the product specifications. No further conclusions could be drawn based on the limited information retrieved. Anastomotic leakage, is one of the most common complications of colorectal anastomotic procedures with both staplers and compression anastomosis devices. The current cumulative leak rate following use of colonring device is within the low range reported in the literature for anastomosis devices.

Event description:
A patient suffering of diverticular disease underwent hand assisted laparoscopic sigmoidectomy using colonring device. On pod 5 the patient underwent reoperation. Both bowel ends were open and the colonring found to be closed and located in the small pelvis. Hartman was performed, total reconstruction will follow. Antibiotic treatment (ceftriaxol and metromidazol) was given.